Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using pod packing coils (pod pcs). During the procedure, the physician placed the initial pod pcs in the target vessel using a lantern delivery microcatheter (lantern). While placing a new pod pc in the target vessel, the physician determined that the pod pc was oversized and decided to remove it. However, upon retraction, the pod pc unintentionally detached in the lantern. Therefore, the physician removed the lantern containing the detached pod pc. The procedure was ended at that point and no other coil was needed. There was no report of an adverse effect to the patient.